Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after use in a surgery, air leak from the cuff was confirmed. The customer reported that the patient was intubated before the surgery.